Manufacturer narrative:
The reported event high impedance could not be confirmed. At receipt, the penta was cut into multiple pieces and damage beyond functional testing, consistent with explant damage. No root cause was identified for reported event.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances and frayed lead. Patient underwent surgical intervention on (B)(6) 2021 and lead was replaced. Patient now has effective therapy.